Manufacturer narrative:
The explanted pump was retained by the hospital and not available for evaluation. A specific cause for the reported elevation in lactic acid dehydrogenase (ldh) and the report of suspected thrombus can be confirmed based on the evaluation of the submitted photos. The photos, which were taken after the reported pump exchange, revealed a deposition situated in the outlet stator; however, the structure of the deposition, a duration of time for which it was present in the pump, and its specific origins cannot be conclusively determined. Thrombus is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and weight were not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to an increase in lactate dehydrogenase (ldh) levels. The patient received a heparin infusion, but with limited success. On (B)(6) 2018, the patient underwent a pump exchange due to hemolysis and potential thrombus. No further information was provided.